Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results a complaint investigation was performed based on the event description and no malfunction based on complaint information. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level review of manufacturing controls for the comfort minimed silhouette infusion set (sc1) product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the comfort minimed silhouette infusion set (sc1) product family, including: visual inspections performed under sampling plans during cannula assembly, verifying: needle guard position. Adhesive tape integrity.. Cannula not lifted or damaged segbrane placement. Needle condition and orientation. Pur film presence and correct position. Functional testing performed under sampling (acceptable quality limit aql 0.65), including: flow test . Leak test . Static tension tests for connector engagement and adhesive seal integrity. Water leak tests . Sampling verification under acceptable quality limit aql 0.65 including visual and dimensional inspections such as: catheter integrity. Membrane placement. Heat shrink tubing position. Connector and tubing condition. Quality inspection before sterilization under acceptable quality limit aql 0.65, verifying correct labeling, instructions for use presence, tyvek integrity, packaging configuration, and absence of contamination. Corrective and preventive action CAPA determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint investigation conclusion. Based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint. Based on the available information, this event is deemed to be a death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient passed away due to stroke and neuropathy on (B)(6) 2024.